Event description:
Attempted to place 5 fr dl PICC but PICC was found to be in the jugular.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.